Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that there was no pacing from the external pulse generator (epg) as it was found the main printed circuit board (pcb) was out of specification. Analysis also found the hanger was broken and the lower case was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code and would not pace. The epg was returned for service. No patient complications have been reported as a result of this event.